Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose (bg) levels exceeded 27 mmol/l (486 mg/dl) while wearing the pod on the abdomen between 5 and 24 hours. The cannula was found to be bent after removal. A new pod was applied as treatment.